Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the operation, the plastic liners on the tip of the device came off after being used to cut and coagulate tissue. Pieces were retrieved it. There was no patient consequence reported.